Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for out-of-range control test result. Customer also reported that the results from her blood tests are always the same, 90 mg/dl fasting. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/20/2027; product storage and open vial date were not provided. The meter memory was reviewed for previous test result history: result 1: 90 mg/dl, date: (B)(6), time: 4:44a fasting, result 2: 90 mg/dl , date: (B)(6), time: 4:21a fasting, result 3: 90 mg/dl, date: (B)(6), time: 5:15a fasting , result 4: 90 mg/dl , date: (B)(6), time: 5:10a fasting, result 5 90 mg/dl, date: (B)(6), time: 2:18p control test.